Event description:
The customer reported that the device shut down on battery power. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down on battery power. There was no report of pt involvement or adverse pt impact. The device was evaluated by a philips field service engineer. The battery was replaced which resolved the reported issue. The device passed quality and performance testing and was placed back into service.